Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the balloon catheter was returned, the mechanical operation of the balloon catheter was analyzed and no anomalies were found. The analyst commented a clear dried substance was visible on shaft(likely contrast) and no other anomaly was visible. (B)(4).

Event description:
It was reported that left ventricular (lv) lead dislodged a few days following the implant procedure. The lv lead was explanted and a new lv lead was implanted, which dislodged while the delivery catheter was slitting and the balloon catheter was being removed. The physician noted the lead was "dragged into dislodgement" while removing the delivery catheter and the balloon catheter. The lv lead and catheters were explanted and replaced. No patient complications have been reported as a result of this event.